Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.  Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update 10-20-2017: medical records have been reviewed. Primary procedure notes (B)(6) 2013 indicate the patient please disregard this medwatch as it was reported in error. No revision, no serious injury at this time. Please note, this adverse event is about the current pain and possible allergic reaction to metals the patient is experiencing. There has not been an additional revision after (B)(6) 2014. If an additional revision occurs this decision will be re-addressed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint form received. It was reported by the patient that he had blood test ran and he does in fact have allergies to certain metals. He is suffering chronic pain, and is concerned that he may be allergic to the metals which make up his hip implant.